Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported "this thing doesn't seem to work that well for me". Patient stated at night they will get up at 2 in the morning on average and they feel like they have to go, but there's not much in their bladder and patient will have to sit down because "this thing it doesn't put out". Patient reported in the morning when they get up they feel like they have to go a little more but they will stand there for 5-10 minutes before anything happens. Patient reported they don't know if it is putting their bladder to sleep or what is going on. Pt provided event date as that this has sort of been going on all the time but they thought it would improve. Pt stated therapy is "set low" and is only at like 2.5 because if they set it any higher than that it hurts pt. Pt stated therapy is indicated for use for them to help with going to the bathroom all the time and when they did go they had a hard time going. Pt inquired if at night when laying down if it's putting their bladder to sleep and doesn't want to work. Agent reviewed brief therapy overview. Reviewed role of patient services and redirected patient to their healthcare provider to discuss symptoms and therapy adjustments. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their health care provider to further address the issue.